Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem ("check therapy pad" messages) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing, specifically a te recognition test. The cause for the failure and the reported alarms was isolated to an open front pulse wire in the distribution node to ECG "b" cable. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient was receiving "check therapy pad" messages.